Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reviewed medical records received on 14 may 2018. Patient had a revision of his right attune total knee replacement, to address pain. No evidence of infection identified. Revision note indicated that surgeon removed the tibia component with two simple taps, and he noted that there was no adherent bone cement on the tibia component. The tibia cement mantle, on the other hand, was well-fixed to the tibia bone. The femur component was also well-fixed. Tibia, femur, and insert components were revised; patella component was retained. Doi: (B)(6) 2014; dor: (B)(6) 2015; (right knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthese considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H10 additional narrative: added: b1 (product problem), h6 (patient). H6 patient code: no code available (3191) was used to capture surgical intervention and medical device removal.

Event description:
Medical records alleges edema and adhesion.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).